Event description:
It was reported that the lead had high impedance and high threshold values. The caller noted that the impedance was high at implant but not sure about implant threshold values and wants to know if the lead is out of specification. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.